Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that there were inappropriate automatic mode switch (ams) episodes due to over-sensing noise caused by both the pacemaker and right atrial (ra) lead. The patient was asymptomatic. No changes were made and there were no consequences to the patient.